Manufacturer narrative:
Patient information was refused to be provided by the site. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the medtronic representative reported that there were no issues with the accuracy and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by one hour or longer. It was reported that the site was inaccurate in a case. They had taken a spin with the imaging device and placed 4 screws. After taking a post operative spin, they found that all four screws were in different locations than the software had shown. The site revised all the screws. The site did not think the frame moved or was loose. The medtronic representative confirmed that the site uses nuvasive with the navlocks. All parties at the account were aware and have been advised against this practice.